Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last few years from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-4316. Batch/lot number: 16920411. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient spinal cord stimulation (scs) leads were fractured due to patient fell several times. The patient underwent lead replacement procedure and was doing well post operatively. The explanted device components were not returned.